Manufacturer narrative:
A review of lot file a767 was performed. There were no nonconformances or alarm associated with this event type reported for this lot. This lot met all release requirement. A review of complaints received for lot # a767 was performed. There was (B)(4) other complaint of a bowl leak reported at the time of the investigation for this lot. No trend detected. This assessment is based on the info available at the time of the investigation. The returned data key was received for eval. No kit components were received. Review of the data key content confirmed the occurrence of a blood leak alarm. No bowl was returned for eval of a leak. Therefore, a root cause for the alarm cannot be determined. No further investigation or correction action will take place at this time. Complaints of this nature are monitored through tracking and trending. Should a trend arise, further action will be taken. (B)(4). Refer to CAPA# (B)(4).

Event description:
Customer reported a centrifuge bowl leak. Complainant: same as reporter. Customer called to report centrifuge bowl leak alarm at the start of the third cycle and then again during the fourth cycle. Customer stated that first system error 183 occurred so she recycled powered, checked the kit for occlusions, did not see any so she restarted the procedure. Thereafter, centrifuge bowl leak alarm occurred, so customer opened the centrifuge door, checked the centrifuge and bowl for any leaking fluid and restarted the procedure. Customer was able to complete cycle three and continue to cycle four, when centrifuge bowl leak alarm reoccurred. Customer opened the centrifuge lid to check for fluid leaks. Customer noted fluid on the walls of the centrifuge as well as around the neck of the bowl. Customer aborted the treatment procedure and did not return any blood or products to the pt. Customer returned data key for investigation.